Manufacturer narrative:
(B)(4). Additional information: as the event was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device passed both the homechoice return instrument testing evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced thoracic leak and hole in the peritoneum coincident with peritoneal dialysis (pd) therapy. The cause of the events was unknown. The patient was hospitalized for four days for the thoracic leak and hole in the peritoneum events. Treatment for the events was not reported. During hospitalization, the pd therapy was permanently discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered from the reported events. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.